Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Based on the results from the investigation, foreign material in the air/water cylinder (tube) and air/water tube was confirmed. It was not possible to identify the foreign matter. A definitive root cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, colono videoscope experienced foreign material in the air/water cylinder and the air/water tube. There were no patient involvement.